Event description:
Customer reported treadmill started on its own and pt stumble, causing a scratched knee. Investigation/conclusion: according to the customer, the user mistakenly pressed the exercise key instead of the recovery key. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.